Event description:
It was reported that high, out of range pacing lead impedance and lead noise was observed when the symptomatic patient presented in ER. The lead noise was reproducible with pocket manipulation. Increased capture threshold was also noted. The lead was explanted and replaced. The patient condition was good following the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description included. A fracture of the inner coil was found at 38.3cm from the distal tip, consistent with cyclic stress. A fracture of the sensing conductor was found at 38.5cm from the distal tip, consistent with cyclic stress. These fractures are consistent with the observation from the field of noise, impedance anomaly, and unacceptable threshold.